Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient was sitting in their adjustable bed, which contains magnets, with their phone and they felt a "little electrical shock." Electromagnetic interference was suspected. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.